Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced front panel display to fix the reported issue. Performed operation testing and the unit meets all manufacturer specifications.

Event description:
The customer reported that the ventilator turns on but the touch screen remains dark on start up. No pt involvement.